Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag was returned detached from the introducer rod. The tip of the bag was found to be broken and stretching was also observed around the break. Based on the condition of the returned unit and the description of the event, it is likely that the bag broke because the specimen was too large for the extraction site. The instructions for use (IFU) states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal."

Event description:
Name of procedure being performed: lap chole detailed description of event: I have a ruptured bag, see the attached quality feedback form. Here is the additional statement from the or: today, during dr. [Name]¿s lap chole, an applied specimen retrieval bag burst at the bottom. This occurred while pulling the applied specimen retrieval bag through the incision site. The physician was not using excessive force as evidence by the bag I left at your desk. The gallbladder stones were released into the abdomen and required the patient to be under anesthesia for additional time due to the copious amount of stones in the bag. An iris was placed by the circulator in the room and the physician requested follow up about steps being taken to report this occurrence. She has heard from other staff, rumors, gossip and whispers, that this has happened before with the bags. Dr. [Name] is a reasonable and laid back physician. I can understand her frustration, she was doing her due diligence to ensure she was taking all the appropriate steps when using the bag and it burst in the patient¿s abdomen, causing multiple stones and bile to spread throughout the patients abdomen. Product quality feedback form: this product fails when the surgeon goes to pull it thru the laprascopic port once it is filled with a specimen. It is as if the material is not strong enough to withstand the pressure. Inzii applied medical retrieval system endoscopic pouch (ref# cd001) ripped/tore while surgeon was trying to remove specimen (gallbladder) from patient's abdomen cavity. Lot# 1344900, exp: 12/19/2021. Number of occurrences: 3. Sample available: yes. Additional information received via email on (B)(6) 2019 from applied medical implementation specialist: no replacement supplies needed. There will only be 1 cer. The others were rumors and nothing was saved or on record of the incidents. I will keep an ear out. Additional information received via email on (B)(6) 2019 from applied medical implementation specialist: I spoke to [name] and we have sent in the defective bag and she has given all info she has at this time. To our knowledge, the other incidents where hearsay as mentioned to you already and no product or surgeon complaints had been filed. I appreciate your follow, but no further info is needed at this time. Feel free to reach out to me for further follow up, but lisa has done her due diligence for this report. Type of intervention: required the patient to be under anesthesia for additional time due to the copious amount of stones. Patient status: no patient injury and anp

Manufacturer narrative:
The even unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: lap chole. Detailed description of event: I have a ruptured bag, see the attached quality feedback form. Here is the additional statement from the operating room: today, during dr. [Name]¿s lap chole, an applied specimen retrieval bag burst at the bottom. This occurred while pulling the applied specimen retrieval bag through the incision site. The physician was not using excessive force as evidence by the bag I left at your desk. The gallbladder stones were released into the abdomen and required the patient to be under anesthesia for additional time due to the copious amount of stones in the bag. An iris was placed by the circulator in the room and the physician requested follow up about steps being taken to report this occurrence. She has heard from other staff, rumors, gossip and whispers, that this has happened before with the bags. Dr. [Name] is a reasonable and laid back physician. I can understand her frustration, she was doing her due diligence to ensure she was taking all the appropriate steps when using the bag and it burst in the patient¿s abdomen, causing multiple stones and bile to spread throughout the patients abdomen. Product quality feedback form: this product fails when the surgeon goes to pull it thru the laparoscopic port once it is filled with a specimen. It is as if the material is not strong enough to withstand the pressure. Inzii applied medical retrieval system endoscopic pouch (ref#(B)(4)) ripped/tore while surgeon was trying to remove specimen (gallbladder) from patient's abdomen cavity. Lot# 1344900, exp: 12/19/2021. Number of occurrences: 3. Sample available: yes. Additional information received via email on 15may2019 from applied medical implementation specialist: no replacement supplies needed. There will only be 1 cer. The others were rumors and nothing was saved or on record of the incidents. I will keep an ear out. Additional information received via email on 29may2019 from applied medical implementation specialist: I spoke to [name] and we have sent in the defective bag and she has given all info she has at this time. To our knowledge, the other incidents where hearsay as mentioned to you already and no product or surgeon complaints had been filed. I appreciate your follow, but no further info is needed at this time. Feel free to reach out to me for further follow up, but (B)(6) has done her due diligence for this report. Type of intervention: required the patient to be under anesthesia for additional time due to the copious amount of stones. Patient status: no patient injury and anp.